Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reasons for reoperation: "slow leaks," "numbness," and "pain under the arms."

Event description:
Patient reported "slow leaks," "numbness," and "pain under the arms." Patient additionally reported they are "losing their hair"; this is not device related. Device remains implanted. This represents the right side.